Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has intermittent sound perception with the device. Possible reimplantation at the end of the year

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. This is a final report.

Event description:
The user has intermittent sound perception with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is planned in (B)(6) 2025.

Event description:
The user has intermittent sound perception with the device. Re-implantation is scheduled for (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user has intermittent sound perception with the device. The user has been re-implanted.